Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient ipg would not connect to the remote and turns off when the program was set to high paresthesia. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. The explanted device will be returned.

Event description:
It was reported that the patient ipg would not connect to the remote and turns off when the program was set to high paresthesia. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. The explanted device will be returned.